Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. All of the samples were recentrifuged prior to the repeat testing. Sample 1: initial result was 1.11 coi (reactive), and the repeat result was 0.195 coi (non-reactive). Sample 2: initial result was 1.62 coi (reactive), and the repeat result was 0.226 coi (non-reactive). Sample 3: initial result was 1.23 coi (reactive), and the repeat result was 0.23 coi (non-reactive). Sample 4: initial result was 1.38 coi (reactive), and the repeat result was 224 coi (non-reactive). Sample 5: initial result was 3.44 coi (reactive), and the repeat result was 0.218 coi (non-reactive). Sample 6: initial result was 4.64 coi (reactive), and the repeat result was 0.212 coi (non-reactive). Sample 7: initial result was 2.64 coi (reactive), and the repeat result was 0.589 coi (non-reactive).

Manufacturer narrative:
The reagent lot number was 910947. The expiration date was provided as 02/2027. The calibration and qc results were acceptable and stable. Inadequate centrifugation before the initial testing could not be ruled out as a contributing factor. The wash sipper flow path maintenance was overdue. Following the completion of all overdue maintenance tasks, a precision study using a negative sample was performed. The results were stable and passed the precision criteria. The investigation found that the overdue maintenance was a contributing factor in the event. Per product labeling for the assay, all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performed within specification.